Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had beep/audio anomaly. Customer's blood glucose at time of incident was 200 mg/dl. Customer was advised to insert new energizer battery. Customer stated the new battery did not restore normal pump function. The customer performed this before he call and the tone is still there. The customer was advised to discontinue use of the device and return to backup plan. Customer was advised that the device would be replaced. The customer stated also the buttons are not responding.